Manufacturer narrative:
The excor blood pump, s/n (B)(6) was on the patient since (B)(6) 2024 until the time of the event on 2024-05-31 (97 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specifications. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on 2024-05-31 to report that the pump had a "crunching sound' on a patient being supported with excor blood pump pu valves; 25 ml, in/out 9mm. Ca advised lowering systolic driving pressures, monitor hemolysis labs, and watch for additional graphite powder. Ca emphasized that lower systolic driving pressures might mitigate "crunching sound." Ca advised monitoring labs and watch for any changes in pump function. The ldh values were baseline high 4.4k, 3.7k, 4.4k over the last 11 days. The upper limit of normal for the ldh at this hospital is 321 u/l. The pump functioned as intended with complete fill and ejection. On (B)(6) 2024, after contacting the site, ca recommended for a pump change as the site continued to be concerned. Per site, there have been discussions about up-sizing outflow cannula and change the pump.